Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vacuum was not sufficient to aspirate cataract during the procedure. The cassette was replaced and the procedure was completed with no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
This is one of two complaints reported for this finished goods lot; however, this is the first complaint reported for this issue for this finished goods lot. Review of the device history record indicates the order was built to specification. One wet, unused cassette was returned for this complaint. The sample was visually inspected and no obvious defects were found. The sample was functionally tested and passed testing. The sample was able to reach a maximum vacuum within specification. The irrigation and aspiration flow rates were within specification and no leakage occurred during testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. The manufacturer internal reference number is (B)(4).